Manufacturer narrative:
Submit date: 08/11/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 07/28/2016, medtronic was informed of a customer who had an issue with a g-tube. The attorney alleges that the patient was under the exclusive care and control of various medical providers from about (B)(6) 2014 until the time of his death on (B)(6) 2014. The patient was the user of a g-tube. The patient was injured by the g-tube when the g-tube leaked. The leak caused further injuries and damage to the patient. The patient expired from the injuries on (B)(6) 2014

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A formal corrective and preventative action has been opened. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.